Event description:
It was reported by service report that the jack was drifting; brakes were not holding; cover and brake pedal were broken with sharp edges exposed. No patient involvement or adverse consequences are reported.